Event description:
It was reported that the atrial lead exhibited intermittent loss of capture in (B)(6) 2010. When the lead was tested in clinic, it exhibited normal capture threshold of 1 v at 0.4 ms. As the loss of capture had not occurred since (B)(6), the lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.